Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a health care professional (hcp) contacted boston scientific explaining that this patient experienced an arrythmia episode and fainted. The patient was externally defibrillated and then, the implanted cardiac resynchronization therapy defibrillator (crt-d) device delivered shock therapy. Upon review of the episode, the hcp indicated that the device did not consider the first ten minutes and asked why this happened. Additionally, cardiac arrest is suspected as there was no activity in the atrial channel during this episode. Technical services (ts) explained that at this time, updated data is not available to perform a detailed and accurate analysis, but the limited information provided by the hcp was reviewed. Ts indicated that in this case, it seems like the rhythm was below the tachy zones, so an additional review of the current programmed zones would be important, but at this time, they do not have access to data in order to check the duration of each zone. In regard to the lack of atrial activity seen during the episode, ts explained that a flat line may indeed indicate possible lack of activity, so it is important to know if after that event the atrial signal went back. Ts asked to send updated data for a much more detailed analysis, but at this time, no further information is available. The device remains in service and no adverse patient effects have been reported. Additional information was received. The local sales representative later reported that the patient had remained hospitalized after the event and no further vt/vf occurred. The patient suffered brain damage due to this episode and passed away about one month later. The device was not explanted post-mortem, and no device data was saved for analysis.

Event description:
It was reported that a health care professional (hcp) contacted boston scientific explaining that this patient experienced an arrythmia episode and fainted. The patient was externally defibrillated and then, the implanted cardiac resynchronization therapy defibrillator (crt-d) device delivered shock therapy. Upon review of the episode, the hcp indicated that the device did not consider the first ten minutes and asked why this happened. Additionally, cardiac arrest is suspected as there was no activity in the atrial channel during this episode. Technical services (ts) explained that at this time, updated data is not available to perform a detailed and accurate analysis, but the limited information provided by the hcp was reviewed. Ts indicated that in this case, it seems like the rhythm was below the tachy zones, so an additional review of the current programmed zones would be important, but at this time, they do not have access to data in order to check the duration of each zone. In regard to the lack of atrial activity seen during the episode, ts explained that a flat line may indeed indicate possible lack of activity, so it is important to know if after that event the atrial signal went back. Ts asked to send updated data for a much more detailed analysis, but at this time, no further information is available. The device remains in service and no adverse patient effects have been reported.